Manufacturer narrative:
The fse confirmed the reported error codes, all of which were associated with the da pcb and da mc cable. The da pcb and da mc cable were replaced and the device functioned per its specifications. The customer did not respond to the request for patient information.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 04/07/2016. Conclusion / root cause: spi bus failure due loose connection within da-mc cable. This report is being submitted as part of the remediation for CAPA (B)(4).